Event description:
This report is being filed after the subsequent review of the following journal article, tan, s.k., lo, j., & zwahlen, r.a. (2011). "Are postoperative intravenous antibiotics necessary after bimaxillary orthognathic surgery? A prospective, randomized double-blind, placebo-controlled clinical trial." International journal of oral & maxillofacial surgery. (40: 1363-1368). A study was done at a university health care center investigating whether a postoperative oral antibiotic regimen is as effective as a intravenous antibiotics after bimaxillary orthognathic surgery using an unknown compact mf 2.0 plating system. Forty-two patients underwent bimaxillary orthognathic surgery between (B)(6) 2008 and (B)(6) 2010. Group 1 which included 13 female and 8 male patients with a mean age of 26.3 years received oral amoxicillin 500 mg three times a day and group 2 which included 15 female and 6 male patients with a mean age of 25.7 years received intravenous ampicillin 1 g four time a day. Both groups took oral amoxicillin for three more days. Of the 42 patients, 9 patients developed an infection, 3 patients from group 1 and 6 from group 2. A (B)(6) male underwent a maxilla surgery with segmentalization, ramus surgery, anterior mandibular surgery and genioplasty developed infection in the right anterior mandible 7 days postoperatively using intervenous and oral antibiotics. This is report 2 of 9 for (B)(4). This report for an unknown compact mf 2.0 plating system. A copy of the literature article is being submitted with this medwatch. This report is for 1 device.

Manufacturer narrative:
Device used for treatment, not diagnosis. Tan, s.k., lo, j., & zwahlen, r.a. (2011). "Are postoperative intravenous antibiotics necessary after bimaxillary orthognathic surgery? A prospective, randomized double-blind, placebo-controlled clinical trial." International journal of oral & maxillofacial surgery. (40: 1363-1368). This report is for an unknown compact mf 2.0 plating system unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.